Event description:
A malfunction was reported on the pump, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the issue did not recur afterwards. The customer was advised to continue using the pump and to contact support if the malfunction code appeared again.